Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Partial laser extraction due to low impedance, distal coil end of lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hm report showed noise and loc on rv lead recording. Short interval counter also abruptly increased. Advised to evaluate lead further. Lead currently remains implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.